Manufacturer narrative:
It was originally reported that "a sheath was used to access a vein for an rfa." The vein being accessed at the time of the event was a saphenous vein.

Manufacturer narrative:
According to the facility, on 9/11/2025, a sheath was used to access a vein for an rfa, and "the patient had significant amount of bleeding through the sheath and around the rf catheter." Per the facility, "we were able to complete the procedure however we had to expedite and truncate the procedure because we needed to get the sheath out to stop the bleeding. The patient is fine." No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on 9/11/2025, a sheath was used to access a vein for an rfa, and "the patient had significant amount of bleeding through the sheath and around the rf catheter." Per the facility, "we were able to complete the procedure however we had to expedite and truncate the procedure because we needed to get the sheath out to stop the bleeding. The patient is fine."

Manufacturer narrative:
Updated h3: device evaluated by manufacturer. Updated h6: type of investigation (b). Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).